Manufacturer narrative:
H3: product ID 97745nt serial# (B)(6) was returned for product analysis. Analysis found the connector support was cracked and the front case had broken stim button bosses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID m943899a lot# serial# unknown implanted: explanted: product type accessory product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a product ID m943899a (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said she put the controller in to charge today and the controller is not charged at all. Patient said the screen won't light up. Patient tried resetting the controller but that didn't resolve the issue. Patient was driving and didn't have all the equipment with her. Patient service specialist reviewed to call back with all her equipment to troubleshoot. The issue was not resolved through troubleshooting. Agent could not gather sn for equipment as pt could not see the sn. Pt called reporting she has her equipment to troubleshoot today. Agent advised to reset equipment and after reset confirmed blinking green light, agent advised to try and charge and once the rtm was plugged in the controller did not recognize the rtm. Pt did not detect any damage to pins anywhere. Agent sent request to repair for controller. Patient called stated they received the controller and controller is charged up but they are not able to charge the ins. Agent asked patient to get equipment to troubleshoot and patient said she is driving. Agent recommend calling back once patient is able to troubleshoot the devices. Pt called back stating that they had been without therapy since thursday. Pt said that they got the replacement controller yesterday, however the issue was not resolved. Pt said that the controller worked when the ac power supply was connected, however as soon as the recharger was connected to the controller, the controller would become blank/unresponsive. Agent reviewed recharger replacement with the pt. Pt reports her belt broke.